Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to possible tissue injury with the second mitraclip device, cds0701-ntw 91107u196. It was reported that on (B)(6) 2020, the patient presented with mixed mitral regurgitation (mr) grade 4+, a possible medial leaflet cleft, and thin/friable leaflets. Reportedly, the imaging was difficult due to anatomy, a rotated heart. The first mitraclip (cds0701-xtw 91002u131) was difficult to grasp the leaflet's medial side due to anatomy. The clip was implanted in a more central position as intended, without further issues noted. A second mitraclip (cds0701-ntw 91107u196) advanced and the leaflets again were difficult to grasp due to anatomy. During grasping attempts, tissue damage had possibly occurred. The clip was implanted, reducing the mr to grade 2+. No additional treatment was provided. Reportedly, delicate, intentional movements were made during the entire procedure. There was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of tissue damage, as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulty grasping and poor image resolution were due to patient anatomy. The tissue damage was due to the difficulty grasping (procedural conditions). There is no indication of a product issue with respect to manufacture, design or labeling.